Event description:
The customer called into technical support (ts) reporting that noise occurred with st mode at epap. The customer reported there was no patient involvement at the time the issue was discovered. The international service engineer (ise) evaluated the device and the reported phenomenon was confirmed through operation checking. The inside was checked, and it revealed that the vibration-proof ring, which was installed to a rubber boot connecting an area between a blower and airflow port, had resonated with the vibration of the blower. The ise adjusted the position of the vibration-proof ring, and it resolved the phenomenon. Unit passed required performance verification tests per philips standards.